Manufacturer narrative:
Add'l info in section f obtained directly from medwatch received from the customer. 02/18/1998: the sample was to be returned, but was incorrectly shipped and subsequently lost, therefore, no sample will be tested.

Event description:
Pt started on pentobarbital therapy. No way to determine if delay of therapy occurred or if it caused any pt harm. Pt now awake and responsive, transferred out of ICU.